Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high superior vena cava [svc] impedance measurements and an apparent fracture. The lead was capped and replaced with the svc portion of a previously implanted lead. No patient complications have been reported as a result of this event.